Event description:
It was reported that the customer tested his blood glucose, (result unk). It was reported the customer had a seizure. Paramedics were called and they received a result of 68mg/dl. The customer was given an IV of sugar and taken to the hosp. A request was made for the return of the suspect device and replacement product was sent. Controls were not in use.